Manufacturer narrative:
Age, weight, ethnicity: unknown; requested but not provided. If implanted, give date: na, as the lens was not implanted. If explanted, give date: na, as the lens was not implanted; therefore, not explanted. Additional info: device available for evaluation? Yes. Returned to manufacturer on: (B)(6) 2023. Device evaluated by manufacturer¿ yes. Device evaluation: the handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the lens advanced into the cartridge and with the plunger rod advanced to the lens. The cartridge tip could be observed to be bent, in a way consistent with a handpiece that was dropped. The assembly was inspected and no issues were identified. The complaint issue of ¿cartridge damaged¿ was not confirmed. The observed issue of ¿cartridge tip cracked/damaged¿ is related to the code of ¿cartridge damaged¿, however, it could not be confirmed to be related to a manufacturing or design issue. The remaining observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded intraocular lens (iol) bent when removed from the packaging. There was patient contact with the cartridge only. The product was returned to the manufacturing site for evaluation. It was observed that the cartridge tip was bent. No further information was provided.